Manufacturer narrative:
A4 - unk; a5 - unk; a6 - unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -17.0/4.0/089 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was replaced with a longer length lens due to low vault on (B)(6) 2023. This resolved the problem.

Manufacturer narrative:
Correction : b5 - model# reported as "vticm5_12.6" - correct to "vtimco_12.6". B5 - implant date reported as "(B)(6) 2023" - correct to "(B)(6) 2023". D4 - serial number reported as "(B)(6)" - correct to "(B)(6)." Claim#(B)(4).